Event description:
Related manufacturer report number: 2017865-2023-94803. It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. During lead revision it was discovered that the atrial lead was fused to the ventricular lead, so both were explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were oversensing noise and failure to disconnect from adjacent lead. As received, a complete lead was returned in two pieces. The reported event of oversensing noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can on the distal portion of the lead. The cause of the reported event of oversensing noise was due to the exposure of the outer coil in the abrasion zone. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.